Event description:
Litigation alleges that the patient suffers from pain, discomfort and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, grinding, metallosis, high metal ions (no labs), and malpositioned cup. The cup wasn't revised. The stem and cup are being added to the complaint.

Manufacturer narrative:
Additional narrative: investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. For this investigation, no other immediate action was required as no alleged deficiency with the device(s) was identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis, and elevated metal ions.